Manufacturer narrative:
A small quantity of red spots were found at the injection site. There was extensive redness and swelling. It was unknown if a new needle was used. A review of production records showed no abnormalities or deviations from the validated manufacturing process. Bioburden, endotoxin lal,and irradiation certificate associated with the product were all reviewed and no anomalies were found. Pen needles were tested for biocompatibility according to iso 10993 and passed. No device issues were detected.

Event description:
The patient noticed a small quantity of red spots around the injection site. On this day, a new needle was used and she administered self-disinfection of the site beforehand. On a previous day before, after an injection, she noticed extensive redness and swelling which prompted her to stop using the needle. It was unknown if a new needle was used and if she administered self-disinfection for this particular day.